Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to discharge, for routine post operative device interrogation with the right atrial lead dislodged. The lead was successfully re-positioned on (B)(6) 2020. The patient was in stable condition.